Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) migrated. Additional information indicated the patient's skin became thin in the upper area of the pocket but confirmed no erosion. The patient's pocket was reopened and the device was tied down. The device remains in service. No additional adverse patient effects were reported.